Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was stated to be available for return to the manufacturer for evaluation, but has not yet been returned despite attempts made. Additional due diligence attempts are ongoing. The alleged product issue/event as described could not be confirmed. If the device is received at a later date, an investigation will be performed and a supplemental MDR will be submitted.

Event description:
It was reported that the procedure was performed to treat an ophthalmic segment aneurysm. The distal vessel diameter was 4.1¿4.2 mm and the proximal vessel diameter was 3.8¿3.9 mm; the aneurysm neck measured 4.7 mm. A fred4513 stent was selected for implantation. The stent was implanted successfully. However, during the final angiography prior to completing the procedure, stent migration was observed: the entire stent had shifted proximally, the dense mesh segment in the middle became compacted, and the aneurysm neck was re-exposed outside the stent. As a result, a guidewire was advanced through the first stent, and a second fred stent (fred4518) was deployed within the initial stent. The patient is in good condition. No injury.